Event description:
Portion of a guidewire was retained. Prior to open heart surgery, the surgeon attempted central line placement via the left subclavian but it was very difficult to advance. When the guidewire was removed, the end appeared frayed, but the length seemed appropriate. A post operative chest x-ray revealed a wire fragment extending into the svc, about 10 cm in length. A CT confirmed wire fragment with distal tip terminating anterior to the left superior vena cava with appears to be extravascular. No intervention needed. The portion of the guidewire that was removed during insertion was discarded at the time of attempted insertion.